Event description:
Complainant alleged that during a routine shift check by a clinician, the nurse received an unintended delivery of energy while performing 30 joule self-test with defibirllator paddles. Complainant did not indicate that the nurse suffers from any lingering after effects from the unintended delivery of energy. Complainant indicated that there was no pt involvement in the reported malfunction.